Event description:
Smiths medical intl ltd, has been notified of an event that air leakage through the cuff was found after tube was in use for one day. Unit was pretested per instructions for use. No adverse outcome. Event occurred in a foreign country.